Event description:
On (B)(6) 2017, the reporter (wife) for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) reviewed the original call. The reporter stated that the alleged issue began on and unknown date or time ¿last week¿ prior to contacting lfs. The reporter stated that the patient obtained blood glucose results of ¿400 and 430 mg/dl¿ on the subject meter based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages his diabetes with oral medication, diet and /or exercise. The patient attended ER and obtained an unspecified result that was lower, the patient was treated by a hcp with a IV glucose solution in relation to the alleged blood glucose results obtained. The reporter denied that the patient developed any symptoms. At the time of trouble shooting, the cca confirmed that the correct unit of measure was being used. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.